Event description:
Revision surgery performed on (B)(6) 2025, due to implant dislocation. Patient dislocated twice. The following liner and glenosphere were removed and the surgeon put in a lateralized glenosphere and a larger retentive poly: smr reverse liner +3mm d.40mm (part code 1365.50.815, lot number 23at24a, sterilization (B)(4), smr eccent. Glenosphere ø 40mm (part code 1376.09.041, lot number 2307061, sterilization (B)(4). Previous surgery took place on (B)(6) 2025. The patient is a male, date of birth (B)(6) 1955. The event happened in the united states.

Manufacturer narrative:
Checking the manufacturing charts of the components involved in the event, no pre-existing anomaly has been discovered in the items belonging to the same lot numbers as the device removed. We will submit a final MDR as soon as the investigation is complete.